Manufacturer narrative:
(B)(4). Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified distal right coronary artery. After pre-dilation was performed using a balloon catheter, a 38x3.00mm promus premier stent was advanced but the device could not cross the lesion. The physician attempted to cross again the promus premier stent using a non-bsc guide extension catheter, but could not cross the lesion. After the physician pushed and pulled the promus premier stent a few times, it was noted that a part of the stent strut was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.